Event description:
The following description of the event was documented by a carefusion tech support specialist in response to an email from the carefusion product manager for the infant flow system. "(B)(6) two pts using the infant flow lp generator (B)(4) one pt had injury to nasal bridge from the mask ((B)(4) infant flow lp small). The other pt had injury to the septum from the nasal prongs (size not known). A site visit, conference call and additional training were provided as sales manager and [name removed] felt injuries could be related to improper application technique."

Manufacturer narrative:
Event occurred at: (B)(6).the foreign user facility did not submit a user facility report to the manufacturer. Event were derived based on info provided by the carefusion area sales manager in (B)(6). (B)(4). Carefusion did not request the return of the used patient circuit, generator, nasal masks and nasal prongs for evaluation. Based on the info provided by the carefusion area sales manager in (B)(6) and the carefusion product manager for the infant flow system, carefusion determined that the user facility's lack of experience with the new carefusion infant flow ncpap system (generator, mask, prongs, bonnet and headgear) was the most likely underlying cause of the reported event. Carefusion has provided the user facility additional training on the proper application techniques. The carefusion infant flow lp ncpap system instructions for use contains the following info; warning: use this product only as directed in the product literature to reduce the risk of nasal irritation, septal distortion, skin irritation and pressure necrosis. To be used by a trained practitioner, under the direct supervision of a qualified physician. Use of the infant flow lp generator variable flow ncpap drivers. Do not over tighten the fixation straps. Notes: select the appropriate size nasal mask to minimize leaks and dead space. Select the appropriate size nasal prongs; if between sizes, select the larger size. Application of an incorrectly sized prong, mask, bonnet, or headgear will affect the stability of the generator. Consider alternating the use of prong and mask interfaces at set intervals to change pressure points on the infants face. Continuously monitor the pt's respiratory status, (respiratory rate, heart rate, oxygen saturation). Cover both ears evenly; ensure the ears are not folded. Adjust the straps to stabilize the generator and maintain a seal at the nose using the least tension possible. Recommended humidification be used with ncpap systems. The infant flow lp has a built in "pop-off", which is activated if the drive pressure exceeds 60 cm h2o. Final check and routine inspection: inspect the system after set-up and routinely every 3 to 4 hours to... Ensure the pt is receiving the prescribed level of CPAP. Ensure the generator is stable, secure, and not pulling upward on the nose. Check for deformation or irritation to the nose or surrounding tissue. Ensure the pt's septum is clearly visible when using prongs. Ensure that the pt's eyes are clearly visible and that the nares are not blocked, when using masks. Inspect the fixation device and straps for proper tension and adjust as needed to maintain a proper fit. Monitor the pt for gastric insufflation and abdominal distension. Monitor for excessive condensation in circuit and generator.